Manufacturer narrative:
Other devices used: catalog number 200410 apex modular medium 47.5 neck.

Event description:
Alignment pin in the stem sheared. Stem and neck were otherwise intact. Revision surgery performed, stem and neck replaced with apex/omni product. Pt. Status is good post surgery.